Manufacturer narrative:
Approximate age of device: 4 years 7 months 18 days. Manufacturer's investigation conclusion: the report of damage to the silicone sleeve of the driveline could not be confirmed through the investigation. The patient remains ongoing on vad support and no further related issues have been reported. The hm ii lvas IFU contains information on caring for the driveline and addresses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2014. It was reported that the patient was seen in clinic and was noted to have a tear in the silicone coating of the driveline. To best address this issue the vad coordinator applied rescue tape to the tear. No additional information was reported.